Event description:
This device was explanted and replaced when the physician went in to replace both the ra and rv leads due to crush. The hospital retained the device. There were no adverse patient events reported. Should additional information be received, this file will be updated. (B)(6) 2014 - additional information was sent informing us this patient experienced an inappropriate shock. There was noise on the ra lead and a drop in impedances on the rv lead due to "suspected lead erosion versus lead crush". Both leads had been previously reported for crush.

Manufacturer narrative:
The device was not returned for analysis. The analysis is therefore based on the inspection of the quality documents associated with the manufacture of this particular device. The manufacturing process for this device was re-investigated. All production steps had been performed accordingly. There was no sign of any inconsistency during the manufacturing process which might be related to the clinical observation. In summary, the device was not returned for analysis. The review of the quality documents confirmed a regular device manufacturing. There was no indication of a device malfunction.